Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening during efaa. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and placed on the mitral valve. While establishing final arm angle (efaa), the clip opened. Multiple attempts were made; however, the clip kept opening; therefore, the cds was removed. There was no clinically significant delay in the procedure and no adverse patient effect. Another clip was implanted, reducing mr to <1. No additional information was provided.

Manufacturer narrative:
A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported clip opening during establishing final arm angle (efaa) was not confirmed via returned device analysis. Based on all available information, a cause for the reported clip opening during efaa could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.